Manufacturer narrative:
During the preventive maintenance (pm) performed at zoll, the returned autopulse platform (sn (B)(4)) failed functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering up. The root cause of the observed system error was due to a processor (pca) board failure, likely attributed to the age of the device. The autopulse platform was manufactured in 2004 and is 18 years old, well beyond the expected serviceable life of five years. Upon visual inspection, no physical damage was observed. The platform's archive data was corrupted and could not be downloaded to check the type of system error. However, the platform and diagnostic service pc could communicate momentarily, and apvision3 software confirmed a system error - 136 (internal parameter corrupted). The archive data could not be downloaded because the parameters in backup memory (non-volatile ram) had been corrupted due to the failure of the processor board. The processor board needs to be replaced to address the observed system error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
During the preventive maintenance (pm) on (B)(6) 2022, the returned autopulse platform (sn (B)(4)) failed functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering up. No patient involvement.